Manufacturer narrative:
Concomitant medical products: 6947 lead. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a implantable cardioverter defibrillator (ICD) to cardiac resynchronization therapy defibrillator (crt-d) upgrade procedure, the insulation of the right atrial (ra) lead was noted to show severe insulation defects in two places. The impedance, threshold, and sensing were all noted to be stable during use. The lead was capped and replaced. No patient complications have been reported as a result of this event.